Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. It was reported that the peritonitis was due to touch contamination; however, this was not medically confirmed and the exact cause remains unknown. The patient was hospitalized for the event and released the next day. The patient was treated with the tobramycin (intraperitoneally in the extraneal twin bag, frequency, dose, and duration not reported) and ciprofloxacin (1 tablet twice daily, orally, dose and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).